Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it was reported that the specimen bag broke upon extracting gall bladder from patient. Utilized instruments to retrieve bag and specimen. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).